Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The instrument was analyzed and found to have a dislodged grip ring at the proximal end in the housing. A dislodged grip ring can cause the instruments grips to not open and close properly. The instruments grips opened intermittently when the input disks and grip open lever was manually articulated.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the customer noticed the vessel sealer extend (vse) jaws were not closing properly making it defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. Upon inserting the instrument in the patient, the surgeon attempted to open and close the jaws and noticed they would not close. The issue was not occurring while the instrument was on tissue. They used a backup vessel sealer to complete the case without any issues to the patient.